Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2019. It is unknown if the patient was reimplanted with another device. This report is filed on february 07, 2019.

Manufacturer narrative:
This report is submitted on november 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the implant. Reprogramming attempts were made; however the issue could not be resolved. The patient is being clinically managed by the health care provider.